Event description:
It was reported that this device's battery appeared to be depleting prematurely. In june 2018, the battery longevity was at two years remaining. At a routine follow up appointment in july 2019, the device had reach end of life (eol) battery status. The device was explanted, and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was (eol). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared (eol) earlier than previously estimated.

Event description:
It was reported that this device's battery appeared to be depleting prematurely. In (B)(6) 2018, the battery longevity was at two years remaining. At a routine follow up appointment in (B)(6) 2019, the device had reach end of life (eol) battery status. The device was explanted, and replaced. No adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated.